Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation on the customers device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and verified the device powered itself off. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that medical personnel had charged their device, in order to provide a synchronized cardioversion shock to a patient; however, when the shock button was pressed the device display became locked up and the device powered itself off. The device powered itself back on and the device was used to finish the synchronized cardioversion, without issue. There were no adverse effects to the patient due to the reported issue. Physio-control has attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control further evaluated the customer's device and determined the cause of the reported issue was due to the therapy pcb assembly. Physio replaced the therapy pcb assembly, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.